Event description:
A broviac catheter was placed on 11/18/93. The pt was discharged to home on 11/18/93 at 0930. At 0007, on 11/19/93, the pt presented to the ER in full arrest and expired. The provisional pathology diagnosis: perforation of posterior surface of proximal superior vena cava by tip of broviac catheter.